Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump periodically shuts off on its own. Customer was still experiencing this issue after receiving a replacement battery cap. Blood glucose level at the time of the call was 89 mg/dl. No further information was provided.